Event description:
It was reported that a large volume infusor had a black mark on its reservoir. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: one actual unit was received at the plant for evaluation. Visual inspection revealed evidence of a single black particle approximately 0.02 square mm in size, embedded in the material of the stressmember plug component. The particle was not in the fluid path. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.